Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. Technical services reviewed the disk analysis and determined that the increase in power consumption was due to high rate atrial sensing. Additionally, sam software was installed and enabled, which can also cause an increase in battery consumption. Technical services recommended reprogramming the device. No adverse effects to the patient were reported. Additional information: the field rep provided an update indicating that reprogramming was initiated, and that the patient will continue to have regular follow-ups.